Manufacturer narrative:
It was reported that "after looking at the situation the physician decided a more rigid ring would be better". A new ring was chosen to complete the procedure. A returned device assessment could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the limited information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm tailor flexible annuloplasty ring was chosen for a procedure. During procedure, after looking at the situation the physician decided a more rigid ring would be better. A new ring was chosen and completed the procedure. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.